Event description:
It was reported that the 9900 workstation shut down due to a software error during a procedure. The system had to be rebooted twice before the c-arm became functional and the procedure could be completed. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.